Event description:
The customer alleged temperature light was flickering on and off. It can stay off for a few seconds and other times not at all. There were no reports of physical complaints. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Temperature light - capital equipment, evaluated at customer site. The fse reported the following: the heater lamp was not working. The customer measured the temperature at 22.9c. The fse replaced the microprocessor board. Results: heater lamp.